Manufacturer narrative:
The device was evaluated by ventec where the reported issue of a touchscreen lock-up was confirmed. Ventec replaced the touchscreen to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the touchscreen; however, further component level cause could not be determined. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the device required service for an unrelated issue. During the device's evaluation, ventec observed that the touchscreen on the device had locked-up and become unresponsive.